Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 mdrs filed for the same patient (reference 0001822565-2017-01512, 0001822565-2017-01513, 0001822565-2017-01514, & 0001822565-2017-01515).

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.